Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20218. It was reported, the patient experienced pain at the lead incision site. The patient underwent surgery as the physician suspected a cyst at the site. However, during the surgery, the physician observed the scs anchor was causing discomfort. The physician sutured the patient and referred the patient to the neurosurgeon. The patient received two scs anchors. It is unknown which one is related to the issue. Therefore, both the devices are reported.